Event description:
Notified by registered nurse (rn) that the doctor broke a ventricular lead when trying to remove it from the heart. Part was left in the heart and rest is bagged for risk management. And at the surgery desk.